Manufacturer narrative:
The sample presented an almost as expected appearance per the description. The customer's reported complaint about the tip detachment was partially confirmed; however, only the distal tip's inner blade got separated, but did not detach completely. The inner blade could not be pulled-out and therefore could not be measured, but the outer blade was measured and was found to be within spec. The catheter arrived with no active fibers. The catheter working time was 0sec at 50 mj/mm2 and 4:38min at 60 mj/mm2. 3 kinks were detected along the catheter's shaft. The catheter was removed, another one was used, and the patient was unaffected. The resistance the physician felt during the removal of the catheter through the sheath can be attributed to the inner blade's separation, as well as the kinks that were found on the catheter. Furthermore, the catheter was found to be normal prior to use, and the inner blade is welded to the gw tube and glued to the inner gw braided tube[?]hence, although separated, it is not expected that this component will detach completely from the catheter. This is supported as well by the fact that the inner blade could not be pulled-out and measured. At the end of the procedure, the operator confirmed through several digital subtraction angiograms that nothing was left behind. The root cause of this event is likely due to excessive handling forces of the catheter during the procedure and due to improper use according to the IFU. The DHR of the catheter lot was reviewed in reference to the description of the reported complaint. The review confirms that the lots met all material, assembly, and performance specifications.labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
An end user reported that the tip of an auryon atherectomy catheter 2.0mm - hydrophilic coated detached, during a procedure. The device was then fully removed, and a second 2.0 laser fiber was opened and used. The procedure continued without issue. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.